Event description:
It was reported that the device failed the plunger accuracy test during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 03/15/2006 to the present date 11/17/2020 and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the plunger accuracy test during preventive maintenance. There was no patient involvement.